Manufacturer narrative:
The patient age was not provided. (B)(4). Approximate age of device: 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 8 months of support, the patient's lactate dehydrogenase level increased to 1400 u/l. The system controller log file showed transient power elevations. The patient was admitted to the hospital for heparin therapy. After several unsuccessful attempts to solve the suspected pump thrombus with heparin therapy, the decision was made to stop the pump. The patient expired on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit was returned unattached from the pump¿s inlet port. The sealed outflow graft and the sealed outflow graft bend relief had been cut at the outflow graft attachment hardware and the severed portions were not returned. The outlet elbow was returned unattached to the pump outlet port. Examination of the pump blood-contacting surface found a denatured, non-laminated deposition situated between two rotor blades. The lack of laminated layering and structure suggests that the deposition did not initially develop on the rotor. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient''s elevated lactate dehydrogenase level and pump power elevation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.